Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed with moving the geometry manually, and there was no detail about patient and procedure. It was reported to philips that the geometry movements were not available. The customer didn¿t ask for evaluation nor repair of the product to philips. The system was repaired by third party and there was no information about the root cause and resolution. As the customer declined the philips evaluation, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.